Event description:
During infusion in the right basilic vein, due to the malfunctionality of the venous access, they removed the catheter. The catheter broke 5 mm from the tip and the part remained in pt arm. The catheter was placed in the right basilic vein, due to problems encountered the catheter was removed. The catheter broke 5mm from the tip and remained in the pt's arm. Surgical intervention was required to remove the catheter tip ten mins after the event occurred.

Manufacturer narrative:
Device expiration date: 0901003: 11/30/2013. Device manufacture date: 11/2008. Results: two possible lot numbers were provided for this incident: 0811015 and 0901003. A review of the device history records revealed no irregularities during the manufacture of either of the reported lot numbers. Under magnification the sample involved in the incident showed that the catheter had been pierced by the needle. Conclusions: the engineer concludes that based on the evidence present the catheter was pierced during the insertion process as it is not possible to perform the venipuncture with a pierced catheter. After insertion the bent tubing (previously pierced inside the vein) was broken off when removing the catheter. Five mm of catheter tubing remained in the pt's vein. The instructions for use recommend to release the tip adhesion by rotating the needle instead of removing and reinserting it, in order to prevent this type of issue from occurring. (B)(4).